Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that since implant the patient's symptoms had not improved and their ins battery was sticking out and pushes into them when they sit down. Patient said they get pain down their back when the ins moves or flips. The patient had diarrhea on their current program. Patient said they were not sure if they were supposed to turn the device off or what they should do. Patient went to see the healthcare provider yesterday and they said the patient needed a revision. Patient was frustrated and felt let down by the whole situation. Patient will maintain stimulation level and will continue to track symptoms. Patient service specialist reviewed therapy information and general programming guidance. Email sent to patient with physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.